Event description:
The patient underwent a coil embolization procedure in the left atrial appendage using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, nine ruby coils were placed in the vessel. Angiogram performed after embolization revealed a loop of a ruby coil was outside of the appendage. Therefore, the physician decided to snare the loop; however, more than one ruby coil became loose from the coil pack while snaring. Next, one of the previously placed ruby coil broke and began to unravel and additional ruby coils became loose from the coil pack. Subsequently, the physician snared and removed all the ruby coils that became loose. It was reported that at least three ruby coils became loose from the coil pack and were snared. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.